Manufacturer narrative:
Evaluation summary: the zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. It cannot be determined with certainty when the hair fell into the packaging, however, it is highly unlikely that the presence of the foreign material found in the sealed package would lead to any infections or other bio-incompatibility if the device had been used. Visual inspection of the returned package confirmed a hair was on the tyvek surface between the two cavities.

Event description:
It was reported that upon opening the outer wrapper and box, the nurse noticed a hair inside the sterile packaging.